Manufacturer narrative:
The customer¿s report that thymoglobulin infused faster than expected was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Analysis of the pcu event log showed no obvious programming errors. Functional testing was performed and the device was operating within specification. No issues were noted with the event tubing set. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; 250 ml baxter bag ndc 0338-0049-02, lot number y244103, exp feb 19, antithymocyte immune globulin (rabbit) thymoglobulin 0.9% nacl, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a primary infusion of thymoglobulin (50 mg /250 ml) was programmed to infuse at 31.3. Ml over 8 hrs. However the user received a guardrail alarm that the rate was below guardrail limit of 41.7 ml/hr. They reported that they purposely ran the infusion at the lower rate because the patient experienced reactions (presumably in the past with previous dose) after 2 hrs. The user noted the bag was completely empty and the device showed that there was 190.5 ml remaining and a volume of 59.57 to be infused. The patient was asymptomatic with no report of patient harm. It was reported that there was no leak observed in the tubing or bag.